Manufacturer narrative:
Device evaluated by MFR.: promus element plus, mr, ous 2.50 x 16 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was damaged on the mid-section of the stent with stent struts squashed and misaligned. The undamaged crimped stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred when the stent met resistance on a calcified lesion. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner extrusion found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 25-sep-2020. It was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The target lesion was containing a <=45 degrees bend located in the mildly calcified left circumflex artery. A 2.50x16mm promus element plus drug-eluting stent was selected and advanced but could not track down the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.